Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported no delivery alarms on his insulin pump. Customer's blood glucose was 455 mg/dl at the start of the call. During troubleshooting, customer was told to manually push insulin from the reservoir using a plunger. At first, insulin did not exit the tubing but eventually insulin did exit. At that point, customer's blood glucose was 495 mg/dl. Customer was advised not to use expired insulin or used reservoirs. Replacement supplies were sent. Nothing further reported.